Event description:
It was reported the patient is experiencing constant pain at her ipg site. The sjm representative met with the patient and indicates the patient has tenderness around the ipg header region. The sjm representative reprogrammed the patient and was able to provide coverage to the affected area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.